Event description:
During successful placement of the excluder bifurcated endoprosthesis devices, the pt lost an excessive amount of blood and /received a blood transfusion. There was no adverse outcome for the pt as a result of the blood loss. The excluder devices are functioning and remain in the pt. No allegation of deficiency regarding any of the excluder device placed was made.